Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pain/pain/pain in my side") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B60751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: not performed ". The patient's medical history included hyperlipidemia, hypertension and endometriosis. Concurrent conditions included obesity, uterine cervical erosion and chronic cervicitis. Concomitant products included enalapril since 2011, pravastatin since 2011 and triamterene since 2011. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rash on thigh area"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), headache ("migraines / headaches/migraine/headache"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("my lower abdomen on both the left and right sides") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy with bilateral salpingectomy to remove essure implant and she underwent total laparoscopic hysterectomy with bilateral salpingectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, adenomyosis, headache, allergy to metals, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown, the rash had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen previously existing condition. Per medical record: pathology report: diagnosis: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: uterus 102 grams. Benign secretory endometrium. Adenomyosis. Cervix erosion, mild chronic cervicitis. Mild chronic salpingitis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: salpingitis , adenomyosis, dysmenorrhea, menorrhagia, pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter information was added. Her demographic was updated. Her concurrent conditions were added. Event: chronic salpingitis was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), pelvic pain ("pain/pain/pain in my side") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: b60751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: not performed". The patient's medical history included hyperlipidemia, hypertension and endometriosis. Concurrent conditions included obesity, uterine cervical erosion and chronic cervicitis. Concomitant products included enalapril since 2011, pravastatin since 2011 and triamterene since 2011. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rash on thigh area"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), headache ("migraines / headaches/migraine/headache"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("my lower abdomen on both the left and right sides") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent total laparoscopic hysterectomy with bilateral salpingectomy to remove essure implant and she underwent total laparoscopic hysterectomy with bilateral salpingectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, adenomyosis, headache, allergy to metals, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown, the rash had resolved and the abdominal pain was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen previously existing condition. Per medical record: pathology report: diagnosis: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: uterus 102 grams. Benign secretory endometrium. Adenomyosis. Cervix erosion, mild chronic cervicitis. Mild chronic salpingitis. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: salpingitis , adenomyosis, dysmenorrhea, menorrhagia, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pain in my side") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B60751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: not performed ". The patient's medical history included hyperlipidemia and hypertension. Concomitant products included enalapril since (B)(6) , pravastatin since (B)(6) and triamterene since (B)(6) . On (B)(6) 2014, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rash on thigh area"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), headache ("migraines / headaches/migraine/headache"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("my lower abdomen on both the left and right sides") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, adenomyosis, headache, allergy to metals, dysmenorrhoea, weight increased and abdominal pain lower outcome was unknown, the rash had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure did not worsen previously existing condition. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Events per pfs: rashes or skin conditions type: rash on thigh area,reproductive system disorder or condition type of disorder or condition: adenomyosis, headache, nickel allergy, dysmenorrhea (cramping), pain, essure confirmation test(s) conducted, specify, not performed, weight gain were added. Lot number added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (had surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.